Event description:
It was reported that approximately 2 hours into a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the patient developed a thermal burn on the abdominal aorta. The mcs instrument was removed and replaced and the planned surgical procedure was completed without significant delay. No additional patient harm or adverse outcome was reported. The hospital sterile processing department checked the integrity of the mcs instrument insulation using an olympus gun and stated that the integrity was compromised on the instrument in the mid shaft location.

Manufacturer narrative:
The mcs instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.